Event description:
Caller reported a cartridge alarm 30 with their insulin pump. Blood glucose levels remained below 500 mg/dl, indicating no adverse impact. The customer was informed by tandem technical support that a replacement pump with updated software would be sent, and training would be available via their tandem source account. Caller agreed to use multiple daily injections as a backup therapy until the new pump arrives. The caller was also instructed on how to return the defective pump using a provided return box and label.